Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the onset. The patient was treated with tobramycin injection (1gram, intraperitoneal duration and frequency not reported) and refline injection (1gram, intraperitoneal, duration and frequency not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.